Event description:
The hospital reported that they were restocking the hospital floor and emergency area, opened 2 boxes of resuscitators and found the anesthesia masks missing. There was no patient involvement.